Event description:
The customer reported that the device did not meet a performance specification. The delta p was reading 83 cmh2o. The specification is 75 cmh2o maximum. There was no pt involvement.